Event description:
It was reported that when the needle is being fired it is bouncing. No injury reported. A field engineer was dispatched to the site and determined that the x potentiometer and x motor needed to be replaced. Once this was completed the system is working as intended.